Event description:
On (B)(6) 2010, patient reported the down button on the infusion device has stopped responding. Patient stated, she first noticed the issue about a year ago. Patient reported, she will normally press and hold the down button to go into her standard bolus. Patient stated, it was an intermittent issue, but she could still use the button. Patient reported the down button stopped responding on (B)(6) 2010 completely. Patient stated, she is currently on her backup infusion device. Patient reported, the buttons pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.